Event description:
The device was returned to the manufacturer for analysis after an unk implant duration. No reason for explant was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The final device analysis reveals no anomaly found - normal device function. Pump contained morphine.